Event description:
It was reported that during implant, two right ventricular leads were attempted but were unable to find appropriate sensing, thresholds or impedance values. The leads were not used and a different right ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); (B)(4) the full leads were returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism of both leads.